Event description:
An altitude alarm was reported to have activated on the customer's pump. Blood glucose level at the time of the event was 6.7 mmol/l. Customer loaded another cartridge to resolve the issue and resumed pump therapy.